Event description:
It was reported that noise was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was found abraded.